Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. The patient reported she is without stimulation and attempting to increase stimulation results in auto-reducing. The sjm representative met with the patient and was able to reprogram 1 of the patient's leads and provide stimulation. However, the patient's second lead continues to auto-reduce. X-rays were taken and no anomalies were identified. The patient is to consult with her physician as the next course of action.